Event description:
It was reported that during interrogation of the patient's device the physician was unable to interrogate the device. A company representative was called in for troubleshooting. Troubleshooting identified that the tablet serial cable was faulty and a new serial cable resolved the issue. The serial cable was discarded; therefore, no product analysis can be performed.